Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as 800mg/dl. The customer's most current level was 159mg/dl. The customer states the incident was a past issue. The customer was advised the incident was documented.